Event description:
It is reported that during surgery in 2009, he femoral stem package was opened, and it was noted that the packaging had a crack and stress marks on it.

Manufacturer narrative:
Eval summary - the inner cavity shows stress whitening and has a crack through the side wall. The only packaging material provided is the inner most cavity. Without the carton and outer cavity, it is not possible to determine if the product was subjected to significant forces during the distribution cycle. The exact cause of the damage cannot be definitively determined. Eval- inner cavity is returned for eval. Cavity is cracked at one location.